Event description:
Report received of a non-delivery of heparin. The pump was programmed late on the evening shift, to deliver heparin at an unspecified rate. It was noted the next morning at the change of shift, that the heparin bag was still full. The pump was incrementing as though fluid was being delivered, but no fluid was delivered. There was no pump alarm. The md was notified. A venogram was performed and it was reported that there was no problem found. The patient was dishcarged home. There was no reported adverse effect to the pt.